Event description:
Customer alleges a nurse's hand was pinched between head frame and the intermediate frame. According to the customer the "head section had lowered quickly and the nurse got her hand pinched under the head section." The nurse received pain medication as a result of this event. X-rays were taken and the results were negative.